Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with this process. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues recurred.